Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The customer's complaint of a leak was confirmed. Leaking was observed at the engagement between the nitro tubing and the upper fitment. The root cause of the leak was identified as a mfg issue due to insufficient solvent. The discoloration observed on the drip chamber is due to gama sterilization process. Customer reported lot 08065553 (mfg 06/2008), however, smartsite laser number on set received indicates it was mfg 5/2008, lot unk.

Event description:
Customer reported defective maintenance IV set. Leakage noted to blue area that gets installed into IV pump channel. Drip chamber also noted to be discolored - brown. Customer states that no further pt/event info is available.